Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - alteration in body temperature.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue had occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , it was reported that the patient experienced a sensor error under 1 hour. The day of the event the patient was on their phone, when a friend noticed that the patient was not responding anymore (understood as loss of consciousness), and an ambulance was called. The patient reported that due to the sensor error they did not receive an alert for the hypoglycemia. When a fingerstick was taken the blood glucose reading was 27 mg/dl. The patient was treated with intravenous glucose and unspecified oral medication. The patient was discharged 2 days after the event date. At the time of the report the patient was feeling cold and tired. No other details were documented and multiple attempts to contact the reporter for more information were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event - correction to remove hospitalization b5 describe event or problem - correction to remove the following statement from the initial MDR as it was documented in error, "the patient was discharged 2 days after the event date." H2 correction/additional information. H6 health effect - impact code - correction to remove code f08 hospitalization or prolonged hospitalization from the initial MDR. H6 health effect - impact code - additional. H6 health effect - clinical code - additional. H6 health effect - impact code - e2301 alteration in body temperature.

Event description:
Subsequent to the initial MDR, a correction/additional information is required.